Manufacturer narrative:
Follow-up received on 25-oct-2016: the ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed. User attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible no complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llts: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had essure (fallopian tube occlusion insert) placed and six years and 4 months later, she had to undergo a partial hysterectomy to remove her uterus and part of the essure coil that had migrated into her uterus. Plaintiff still has her fallopian tubes and remaining parts of her essure coils. Device migration and device breakage are anticípated in the reference safety information for essure (device breakage was previously considered as unanticipated and, after ptc results, it was considered as unticipated). Although the exact date and mechanism of this migration is unknown, given the nature of this event and lack of alternative explanation, a causal relationship with essure cannot be excluded. The device breakage was also assessed as related given the nature of this event. This case is regarded as incident since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("plaintiff still has her fallopian tubes and remaining parts of her essure coils"), device expulsion ("part of the essure coil that had migrated into her uterus"), kidney infection ("infection (bladder/ urinary tract/vaginal) type: kidney infection"), ureteric injury ("bladder or urinary problems or changes : ureter injury") and bipolar disorder ("bipolar disorder") in a 35-year-old female patient who had essure (batch no. 626529) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest pain, pain in extremity, fecal incontinence, fever, hematuria, vomiting, kidney infection, trauma, diarrhea, metrorrhagia, endometriosis, pelvic adhesions, adenomyosis, bloating, thrombosis nos, stomach ache and fistula. She never experienced any of reported conditions prior to undergoing the essure procedure. Concomitant products included bupropion hydrochloride (wellbutrin) from (B)(6) 2014to (B)(6) 2014, celecoxib (celexa) from (B)(6) 2014to (B)(6) 2014, clonazepam (klonopin) since 2013, escitalopram oxalate (lexapro) from (B)(6) 2013 to (B)(6) 2013, fidaxomicin (dificid) from (B)(6) 2015to (B)(6) 2015, lithium from (B)(6) 2008 to (B)(6) 2008, quetiapine fumarate (seroquel) from (B)(6) 2008 to (B)(6) 2008 and tramadol from 2015 to 2016. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vision blurred ("vision/eye problems - type : blurry, double vision, decreased eye sight, close up"), diplopia ("vision/eye problems - type : blurry, double vision, decreased eye sight, close up"), visual impairment ("vision/eye problems - type : blurry, double vision, decreased eye sight, close up") and abnormal sensation in eye ("vision/eye problems - type : blurry, double vision, decreased eye sight, close up"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:anxiety") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2009, the patient experienced teeth brittle ("dental problems, teeth became brittle after essure was placed over time"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced pelvic pain ("chronic pelvic pain / increasingly severe pain"), back pain ("chronic back pain/lower back pain"), abdominal pain ("abdominal pain") and flank pain ("flank pain"). On (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: multiple utis through the years"). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In 2014, the patient experienced headache ("neurological condition or problems - type : headache"), feeling abnormal ("neurological condition or problems - type : brain fog") and memory impairment ("neurological condition or problems - type : short term memory issues"). In (B)(6) 2014, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On (B)(6) 2014, the patient experienced ureteric injury (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), pelvic discomfort ("discomfort"), endometriosis ("endometriosis"), dyspareunia ("pain during intercourse"), migraine ("excessive migraine headaches"), alopecia ("excessive hair loss"), tooth fracture ("teeth were chipping off in the back"), arthralgia ("joint pain"), post-traumatic stress disorder ("post-traumatic stress disorder") and uterine cervical pain ("cervical pain"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (total hysterectomy (uterus and cervix removed),unilateral salpingectomy, total hysterectomy (uterus and cervix removed)(B)(6) 2014,unilateral salpingectomy (B)(6) 2017 and right distal ureter repair/nephroureteral stent palcement). Essure was removed. At the time of the report, the device breakage, device expulsion, kidney infection, ureteric injury, bipolar disorder, pelvic discomfort, pelvic pain, back pain, abdominal pain, endometriosis, dyspareunia, migraine, alopecia, tooth fracture, flank pain, urinary tract infection, depression, anxiety, fibromyalgia, teeth brittle, headache, feeling abnormal, memory impairment, dysmenorrhoea, vaginal discharge, vision blurred, diplopia, visual impairment, weight increased, arthralgia, post-traumatic stress disorder, abnormal sensation in eye and uterine cervical pain outcome was unknown, the vaginal haemorrhage, menorrhagia and nausea had resolved and the fatigue was resolving. The reporter considered abdominal pain, abnormal sensation in eye, alopecia, anxiety, arthralgia, back pain, bipolar disorder, depression, device breakage, device expulsion, diplopia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, fibromyalgia, flank pain, headache, kidney infection, memory impairment, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, post-traumatic stress disorder, teeth brittle, tooth fracture, ureteric injury, urinary tract infection, uterine cervical pain, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, plaintiff underwent a partial hysterectomy to remove her uterus and part of the essure coil that had migrated into her uterus. Plaintiff still has her fallopian tubes and remaining parts of her essure coils cross referenced with plaintiff case number : (B)(4). Discrepancy noted with explant date : (B)(6) 2014 and (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: leakage of urine from the right ureter, right ureteral injury confirmed. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: back pain, abdominal pain, headache, vaginal bleeding, vaginal discharge, nausea, pelvic pain, dyspareunia, dysmenorrhea, ureteral injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("plaintiff still has her fallopian tubes and remaining parts of her essure coils"), device expulsion ("part of the essure coil that had migrated into her uterus"), kidney infection ("infection (bladder/ urinary tract/vaginal) type: kidney infection") and ureteric injury ("bladder or urinary problems or changes : ureter injury") in a 35-year-old female patient who had essure (batch no. 626529) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest pain, pain in extremity, fecal incontinence, fever, hematuria, vomiting, kidney infection, trauma, diarrhea, metrorrhagia, endometriosis, pelvic adhesions, adenomyosis, bloating, thrombosis nos, stomach ache and fistula. She never experienced any of reported conditions prior to undergoing the essure procedure. Concomitant products included bupropion hydrochloride (wellbutrin) from (B)(6) 2014 to (B)(6) 2014, celecoxib (celexa) from (B)(6) 2014 to (B)(6) 2014, clonazepam (klonopin) since 2013, escitalopram oxalate (lexapro) from (B)(6) 2013 to (B)(6) 2013, fidaxomicin (dificid) from (B)(6) 2015 to (B)(6) 2015, lithium from (B)(6) 2008 to (B)(6) 2008, quetiapine fumarate (seroquel) from (B)(6) 2008 to (B)(6) 2008 and tramadol from 2015 to 2016. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vision blurred ("vision/eye problems - type : blurry, double vision, decreased eye sight, close up"), diplopia ("vision/eye problems - type : blurry, double vision, decreased eye sight, close up"), visual impairment ("vision/eye problems - type : blurry, double vision, decreased eye sight, close up") and abnormal sensation in eye ("vision/eye problems - type : blurry, double vision, decreased eye sight, close up"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:anxiety") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2009, the patient experienced teeth brittle ("dental problems, teeth became brittle after essure was placed over time"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced pelvic pain ("chronic pelvic pain / increasingly severe pain"), back pain ("chronic back pain/lower back pain"), abdominal pain ("abdominal pain") and flank pain ("flank pain"). On (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: multiple utis through the years"). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In 2014, the patient experienced headache ("neurological condition or problems - type : headache"), feeling abnormal ("neurological condition or problems - type : brain fog") and memory impairment ("neurological condition or problems - type : short term memory issues"). In (B)(6) 2014, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia "). On (B)(6) 2014, the patient experienced ureteric injury (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), pelvic discomfort ("discomfort"), endometriosis ("endometriosis"), dyspareunia ("pain during intercourse"), migraine ("excessive migraine headaches"), alopecia ("excessive hair loss"), tooth fracture ("teeth were chipping off in the back"), arthralgia ("joint pain"), post-traumatic stress disorder ("post-traumatic stress disorder"), uterine cervical pain ("cervical pain") and bipolar disorder ("bipolar disorder"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (total hysterectomy (uterus and cervix removed),unilateral salpingectomy, total hysterectomy (uterus and cervix removed) (B)(6) 2014,unilateral salpingectomy (B)(6) 2017 and right distal ureter repair/nephroureteral stent placement). Essure was removed. At the time of the report, the device breakage, device expulsion, kidney infection, ureteric injury, pelvic discomfort, pelvic pain, back pain, abdominal pain, endometriosis, dyspareunia, migraine, alopecia, tooth fracture, flank pain, urinary tract infection, depression, anxiety, fibromyalgia, teeth brittle, headache, feeling abnormal, memory impairment, dysmenorrhoea, vaginal discharge, vision blurred, diplopia, visual impairment, weight increased, arthralgia, post-traumatic stress disorder, abnormal sensation in eye, uterine cervical pain and bipolar disorder outcome was unknown, the vaginal haemorrhage, menorrhagia and nausea had resolved and the fatigue was resolving. The reporter considered abdominal pain, abnormal sensation in eye, alopecia, anxiety, arthralgia, back pain, bipolar disorder, depression, device breakage, device expulsion, diplopia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, fibromyalgia, flank pain, headache, kidney infection, memory impairment, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, post-traumatic stress disorder, teeth brittle, tooth fracture, ureteric injury, urinary tract infection, uterine cervical pain, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, plaintiff underwent a partial hysterectomy to remove her uterus and part of the essure coil that had migrated into her uterus. Plaintiff still has her fallopian tubes and remaining parts of her essure coils cross referenced with plaintiff case number : (B)(4). Discrepancy noted with explant date : (B)(6) 2014 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: leakage of urine from the right ureter, right ureteral injury confirmed. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: back pain, abdominal pain, headache, vaginal bleeding, vaginal discharge, nausea, pelvic pain, dyspareunia, dysmenorrhea, ureteral injury. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible no complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llts: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : lot no. Was added. New events, "abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, kidney; psychological or psychiatric problems condition: increased depression and anxiety;, ptsd, chronic fatigue,autoimmune disorder type of disorder: fibromyalgia, bladder or urinary problems or changes, nausea, dental problems, join pain, flank pain, cervical pain, neurological conditions or problems type: headaches, short term memory issues, dysmenorrhea (cramping), pain, vaginal discharge, vision/eye problems type: blurry, double vision, decreased eye sight, close up, fatigue, weight gain / loss specify which one: weight gain, hair loss" were added. Outcome of event, "fatigue" was changed to "recovering/resolving". Outcome of events, "nausea/bleeding" were changed to "recovered/resolved". Reporter contact information was added. Product information was added. Essure removal date was added. Patient information was updated. Concomitant conditions and medications were added. Medical history was added. Lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('plaintiff still has her fallopian tubes and remaining parts of her essure coils'), device expulsion ('part of the essure coil that had migrated into her uterus/part that stuck into uterus'), pregnancy with contraceptive device ('pregnant'), kidney infection ('infection (bladder/ urinary tract/vaginal) type: kidney infection'), ureteric injury ('bladder or urinary problems or changes : ureter injury') and bipolar disorder ('bipolar disorder') in a 35-year-old female patient who had essure (batch no. 626529) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included chest pain, pain in extremity, fecal incontinence, fever, hematuria, vomiting, kidney infection, trauma, diarrhea, metrorrhagia, endometriosis, pelvic adhesions, adenomyosis, bloating, thrombosis nos, stomach ache and fistula. She never experienced any of reported conditions prior to undergoing the essure procedure. Concomitant products included bupropion hydrochloride (wellbutrin) from june 2014 to december 2014, celecoxib (celexa) from august 2014 to october 2014, clonazepam (klonopin) since 2013, escitalopram oxalate (lexapro) from january 2013 to august 2013, fidaxomicin (dificid) from march 2015 to may 2015, lithium from july 2008 to october 2008, quetiapine fumarate (seroquel) from march 2008 to august 2008 and tramadol from 2015 to 2016. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vision blurred ("vision/eye problems - type : blurry, double vision, decreased eye sight, close up"), diplopia ("vision/eye problems - type : blurry, double vision, decreased eye sight, close up"), visual impairment ("vision/eye problems - type : blurry, double vision, decreased eye sight, close up") and abnormal sensation in eye ("vision/eye problems - type : blurry, double vision, decreased eye sight, close up"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:anxiety") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In january 2009, the patient experienced teeth brittle ("dental problems, teeth became brittle after essure was placed over time"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced pelvic pain ("chronic pelvic pain / increasingly severe pain,pain"), back pain ("chronic back pain/lower back pain"), abdominal pain ("abdominal pain") and flank pain ("flank pain"). On (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: multiple utis through the years"). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In 2014, the patient experienced headache ("neurological condition or problems - type : headache"), feeling abnormal ("neurological condition or problems - type : brain fog") and memory impairment ("neurological condition or problems - type : short term memory issues"). In (B)(6) 2014, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On (B)(6) 2014, the patient experienced ureteric injury (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), pelvic discomfort ("discomfort"), endometriosis ("endometriosis"), dyspareunia ("pain during intercourse"), migraine ("excessive migraine headaches"), alopecia ("excessive hair loss"), tooth fracture ("teeth were chipping off in the back"), arthralgia ("joint pain/severe pain in knee"), post-traumatic stress disorder ("post-traumatic stress disorder"), uterine cervical pain ("cervical pain"), malaise ("feel sick"), chronic fatigue syndrome ("chronic fatigue syndrome"), urinary incontinence ("lost control of bladder"), uterine enlargement ("my uterus was little over double size of uterus"), gastrointestinal disorder ("gi problems"), premenstrual syndrome ("pms"), cystitis ("bladder infection"), dyspepsia ("heartburn"), fungal infection ("yeast infection"), pyrexia ("fever"), decreased appetite ("no appetite"), muscle spasms ("leg cramping"), breast tenderness ("breast tenderness"), thyroid mass ("lump on my thyroid") and sciatica ("sciatica"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have blood urine present ("blood in urine") and white blood cells urine positive ("high wbc in urnie"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (total hysterectomy (uterus and cervix removed),unilateral salpingectomy, total hysterectomy (uterus and cervix removed) (B)(6) 2014,unilateral salpingectomy (B)(6) 2017, right distal ureter repair/nephroureteral stent placement and vaginal catheter). Essure was removed. At the time of the report, the device breakage, device expulsion, pregnancy with contraceptive device, kidney infection, ureteric injury, bipolar disorder, pelvic discomfort, pelvic pain, back pain, abdominal pain, endometriosis, dyspareunia, migraine, alopecia, tooth fracture, flank pain, urinary tract infection, depression, anxiety, fibromyalgia, teeth brittle, headache, feeling abnormal, memory impairment, dysmenorrhoea, vaginal discharge, vision blurred, diplopia, visual impairment, weight increased, arthralgia, post-traumatic stress disorder, abnormal sensation in eye, uterine cervical pain, malaise, urinary incontinence, uterine enlargement, premenstrual syndrome, cystitis, dyspepsia, fungal infection, pyrexia, decreased appetite, muscle spasms, breast tenderness, blood urine present, white blood cells urine positive, thyroid mass and sciatica outcome was unknown, the vaginal haemorrhage, menorrhagia and nausea had resolved and the fatigue was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abnormal sensation in eye, alopecia, anxiety, arthralgia, back pain, bipolar disorder, blood urine present, breast tenderness, chronic fatigue syndrome, cystitis, decreased appetite, depression, device breakage, device expulsion, diplopia, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fatigue, feeling abnormal, fibromyalgia, flank pain, fungal infection, gastrointestinal disorder, headache, kidney infection, malaise, memory impairment, menorrhagia, migraine, muscle spasms, nausea, pelvic discomfort, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, premenstrual syndrome, pyrexia, sciatica, teeth brittle, thyroid mass, tooth fracture, ureteric injury, urinary incontinence, urinary tract infection, uterine cervical pain, uterine enlargement, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight increased and white blood cells urine positive to be related to essure. The reporter commented: on (B)(6) 2014, plaintiff underwent a partial hysterectomy to remove her uterus and part of the essure coil that had migrated into her uterus. Plaintiff still has her fallopian tubes and remaining parts of her essure coils cross referenced with plaintiff case number : (B)(4). Discrepancy noted with explant date : (B)(6) 2014 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Computerised tomogram - on an unknown date: leakage of urine from the right ureter, right ureteral injury confirmed. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: back pain, abdominal pain, headache, vaginal bleeding, vaginal discharge, nausea, pelvic pain, dyspareunia, dysmenorrhea, ureteral injury. Concerning the injuries reported in this case, the following one were reported via social media: malaise, chronic fatigue syndrome, urinary incontinence, uterine enlargement, gastrointestinal disorder, premenstrual syndrome, bladder infection, pregnancy with contraceptive device, device ineffective, dyspepsia, fungal infection, pyrexia, decreased appetite, muscle spasms, breast tenderness, blood urine present, white blood cells urine positive, thyroid mass and sciatica. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media received. New events were added: feel sick, chronic fatigue syndrome, lost control of bladder, my uterus was little over double size of uterus, gi problems, pms, bladder infection, pregnancy, device ineffective, heartburn, yeast infection, fever, no appetite, leg cramping, breast tenderness, blood in urine, high wbc in urine, lump on my thyroid and sciatica. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("part of the essure coil that had migrated into her uterus") and device breakage ("plaintiff still has her fallopian tubes and remaining parts of her essure coils") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), pelvic pain ("chronic pelvic pain / increasingly severe pain"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), endometriosis ("endometriosis"), dyspareunia ("pain during intercourse"), migraine ("excessive migraine headaches"), alopecia ("excessive hair loss") and tooth fracture ("teeth were chipping off in the back"). The patient was treated with surgery and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, device breakage, pelvic discomfort, menorrhagia, pelvic pain, back pain, abdominal pain, endometriosis, dyspareunia, migraine, alopecia and tooth fracture outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device breakage, device expulsion, dyspareunia, endometriosis, menorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure. The reporter considered tooth fracture to be unrelated to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible no complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llts: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 22-nov-2017: new event and reporter added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) placed in or around (B)(6) 2008. Her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, endometriosis diagnosis, pain during intercourse, excessive migraine headaches, and excessive hair loss. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms at medical center and from her physician but was unable to resolve them. On or around (B)(6) 2014, plaintiff underwent a partial hysterectomy to remove her uterus and part of the essure coil that had migrated into her uterus. Plaintiff still has her fallopian tubes and remaining parts of her essure coils. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had essure (fallopian tube occlusion insert) placed and six years and 4 months later, she had to undergo a partial hysterectomy to remove her uterus and part of the essure coil that had migrated into her uterus. Plaintiff still has her fallopian tubes and remaining parts of her essure coils device migration is listed while device breakage is unlisted in the reference safety information for essure. Although the exact date and mechanism of this migration is unknown, given the nature of this event and lack of alternative explanation, a causal relationship with essure cannot be excluded. The device breakage was also assessed as related given the nature of this event. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.